Event description:
Customer reported a capsule that when she was trying to calibrate, the capsule ID did not match on the receiver. Following internal investigation there were found sings of blood on the delivery system, and the plunger was released. Therefore this case will be investigated as attach/detach case. The investigation was not completed yet.